Event description:
Upon opening the neuron max 6f 088 in preparation for a procedure, the distal tip appeared to be split open. It was not used in a patient.

Manufacturer narrative:
Result: the neuron max 088 long sheath is fractured approximately 19.5 cm from the distal tip. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that upon opening the neuron max; the distal tip appeared to be split open. Evaluation of the returned device confirmed a fracture in the catheter shaft approximately 19.5 cm from the distal tip. Damage such as this may occur if the device is mishandled during removal from the packaging or preparation for use. The neuron max 088 long sheaths are 100% visually inspected during packaging and all damaged units are rejected. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.